Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier was not working and required maintenance. Customer reported that the scanner light remains constantly on and an error stating bio ID device requires maintenance was displayed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed through discussion that no issues were identified by the staff. The system functioned as intended after the issue was resolved.